Manufacturer narrative:
Device will not be returned for eval. Additional info has been requested. Once the investigation has been completed, any additional info will be reported in a supplemental report.

Event description:
(B)(4): it is reported by our customer to stryker (B)(4) that the radiologic confirmed cut-out fracture.